Event description:
Kimberly clark corporation received notice in 2005 alleging that the patient experience an infection with dizziness/cramping/nausea. The patient alleges that a portion of a tampon remained inside them for ten days before coming out when they were using the bathroom. The patient alleges that their doctor found bacterial cells and gave them an antibiotic.